Manufacturer narrative:
(B)(4). This complaint could not be confirmed due to a lack of sample. Based on the information gathered during baxter' s investigation, the root cause of the report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding their catheter coming apart, which occurred on the homechoice (hc) during use. The baxter technical service representative instructed the caregiver to call the peritoneal dialysis clinic on call number for instructions from a medical professional. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported event. The rn clarified that during therapy the hc had alarmed with an unknown alarm and the patient noticed the transfer set had disconnected from the catheter. The patient proceeded to call the technical service center. When the patient came into the clinic they could not determine what might have caused the transfer set to disconnect. There was no visible damage or residue on the threads observed. The rn stated that the transfer set had been in use since the (B)(6) and the patient had been performing peritoneal dialysis since 2008. The patient performed automated peritoneal dialysis. The rn stated the patient used a plastic catheter adaptor. There had been no difficulty connecting the transfer set and the transfer set had not been previously reattached. The patient was given a new transfer set. There was no patient injury but per (B)(6) protocol, the patient was given one gram of vancomycin intraperitoneally.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code is unknown. The sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.